Event description:
An 8.5mm reamer broke upon initial contact with the posterior cortex of the tibia, this occurred on introduction of the reamer to the tibia. The reamer tip remains inside the tibia.

Manufacturer narrative:
Lot number: information was not provided during initial report. Additional information was requested, however, completed questionaire did not contain this information. : device is an instrument and is not implanted. Device manufacture date cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.